Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of experimental results which are not of satisfactory standards. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25dec2019 to date 25dec2020. Complaint trend: there are 7 similar complaints related to this issue of experimental results not ideal. Date range from 25dec2019 to date 25dec2020. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of why the customer obtained unsatisfactory experimental results was due to incorrect settings and gating. This issue was confirmed by the fse (field service engineer). If the instrument is not set up properly, you will not be able to continue running your samples or you may interpret the data incorrectly which may lead to unexpected results. The fse wiped the prisms, calibrated the flow rate and optical path, which also passed 7-color tests. After the adjustments and repairs, the instrument was operating normally, with no parts to be replaced. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. No patient was harmed or injured due to the incorrect results. The results were reported as unexpected and the samples were rerun with satisfactory results. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A, starting on page 150. Troubleshooting procedures can be found in the IFU starting on page 181, and page 201 for data issues. After the repair, the instrument was functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(6), case # (B)(4). Install date: (B)(6) 2017. Defective part number: n/a. Work order notes: subject / reported: pi-338960-facscanto ii-experimental results are not ideal problem description: facscanto ii experiment results are not satisfactory. Clinical use, laboratory. Hope to contact soon work performed: 1. The prism is wiped, the flow rate is calibrated, and the optical path is calibrated normally; 2.7-color pass; 3. Normal use of the instrument cause: bad grouping solution: 1. The prism is wiped, the flow rate is calibrated, and the optical path is calibrated normally; 2.7-color pass; 3. Normal use of the instrument returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes ,no item: 6. Fsc detector function: 6.1 detect forward scatter - future apps potential failure mode: 6.1.1 excess noise potential effects of failure: 6.1.1.1 cells not identified potential causes/mechanisms of failure: 6.1.1.1.1 dirty flow cell current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. Recommended actions: none. Current clinical applications do not use fsc responsible party: n/a target completion date: n/a actions taken: n/a sev: 8. Occ: 3. Det: 3. Rpn: 72. Item: 7. 488 nm bandpass (in fsc assembly) function: 7.1 block unwanted wavelengths (i.e., not scattered light) from fsc detector future apps. Potential failure mode: 7.1.1 excess noise. Potential effects of failure: 7.1.1.1 cells not identified. Potential causes/mechanisms of failure: 7.1.1.1.1 dirty flow cell. Current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. Recommended actions: none. Current clinical applications do not use fsc. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8. Occ: 3. Det: 3. Rpn: 72. Item: 7. 488 nm bandpass (in fsc assembly) function: 7.2 detect forward scatter - future apps potential failure mode: 7.1.2 excess noise potential effects of failure: 7.1.1.2 cells not identified potential causes/mechanisms of failure: 7.1.1.1.2 dirty flow cell current controls: long clean (monthly) and preventive maintenance (6 months). Daily qc using set-up beads. Recommended actions: none. Current clinical applications do not use fsc. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8. Occ: 3. Det: 3. Rpn: 72. Mitigation(s) sufficient yes , no. Root cause: based on the investigation results the root cause was due to incorrect setup and gating. Conclusion: based on the investigation results, the root cause of why the customer¿s experimental results were not of satisfactory standards on the facscanto ii was due to an incorrect setup and gating. The fse confirmed the issue and also performed cleaning and calibration maintenance. No treatment or diagnosis was given due to the unexpected results. The safety risk is low as there was no impact to patient. Health or safety. H3 other text : see h.10.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results occurred. Testing was repeated and issue remained. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: facscanto ii experiment results are not satisfactory clinical use, laboratory. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results occurred. Testing was repeated and issue remained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: facscanto ii experiment results are not satisfactory clinical use, laboratory customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.